Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported that a patient was on impella cp support. While on support, the patient went in atrial fibrillation (af) with rapid ventricular response (rvr). The patient was given amio bolus. Additionally, the patient had some bleeding at the insertion site. Site was re-sutured and new dressing was placed. Nurse held slight manual pressure. Care was withdrawn and patient eventually expired.

Manufacturer narrative:
The investigation for the reported access site bleed and atrial fibrillation (af) has been completed. The device was not returned for evaluation. However clinical details were sufficient to determine root cause. The root cause of the access site bleeding issue was most likely patient movement, some oozing and bleeding at insertion site due to patient movement upon waking up as per the clinical description provided. The root cause of the access site bleed and af could not be determined. Corrections to the initial MFR report: g1-MDR reporting contact email.